Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l36543, implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 24-jul-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at about 1-1.5 mg/day, concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history included a massive spinal tumor for which they had surgery 3 times prior to the pump and major surgeries unrelated to the pump, tethered spine spina bifida, arachnoiditis and an ostomy in 2015. The patient stated that the pump had been in an unusual place, close to their naval, under the ribs. The physician thought the patient would need an ostomy on the other side (low/left side). The patient stated that with their third pump they had pain/hurting in the stomach and in the catheter in the spine. The patient hurt all the time, never stopped, as it was constantly rubbing/hitting due to pump being placed right at the waist. The patient felt that the pump was contributing to their arachnoiditis and was irritating. The patient eventually decided to stop using the pump, so she went into deliberate withdrawal which occurred around (B)(6) 2014. The patient had trouble getting off the pump, had horrendous withdrawal for 9 months but did not want to get another pump because she felt she couldn't handle another surgery. The patient stated that they put in saline. The patient went on a fentanyl patch after stopping using the pump but had not had great pain control. The patient had the pump removed and possibly the catheter, further stating that it only said the pump was removed, but she thinks the catheter was too. This occurred (B)(6) 2016. Per the patient at that surgery, it turned out the spine was completely scarred in, which was much worse than what the MRI had shown. They had to cut out the s1 nerve to save her life, and the upper spine where the catheter was located shredded, after which they had trouble stopping the bleeding, so the patient had to have a ¿muscle patch¿. The patient stated that they were only planning to remove scar tissue and the pump at that surgery, but it was a one month nightmare, learning to walk again. The patient stated that there was extensive scarring in that area, which there hadn't been much surgery, and it was causing pain in the catheter area. The patient thinks it was contributing to the arachnoiditis and scar tissue buildup. The patient stated that the pump was removed due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the patient¿s symptoms, pain, irritation, excessive scarring, etc., was indicated as not having been determined. Regarding the current status of the explanted devices, it was noted that they had been discarded.